Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off during physical activity/sweating, swimming, or bathing at the time the set fall off on (B)(6) 2024. IV prep was used as adhesive aides at the area of insertion. Insertion site was free from hair. The glucose level was high. Customer replaced infusion set and resumed insulin successfully. No further information available.